Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the physical damage to the subject device may have caused the foreign material to be removed despite correct reprocessing. The instruction manual states the detection method associated with the event in " gif/cf/pcf- 290 series operation manual chapter 3 "preparation and inspection ", and preventative measures in "gif/cf/pcf- 290 series reprocessing manual chapter 5 "reprocessing of the endoscope". The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found foreign material at the plastic distal end cover. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at the plastic distal end cover. There were no reports of patient involvement.